Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous superficial femoral artery (sfa) with 90% stenosis. The 5x150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was prepared per the instructions for use and and was advanced without resistance. The catheter was inflated to nominal pressure and ruptured. A new 5x200 armada 35 pta catheter was used successfully and a supera stent was implanted to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.